Event description:
Olympus medical systems corp. (Omsc) was informed that when the endoscopic retrograde cholangiopancreatography was completed and the tjf-q290v was pulled out, the tip cover maj-2315 had fallen off near the mouthpiece (endo-reader multi type z, top). The dropped item was collected. The facility speculated that the cover might have come off when the scope was pulled out. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. Omsc presumed the cause as follows. Maj-2315 was cracked, torn, or deformed. In a state where the suction and forceps opening was closed (the forceps stand was raised), maj-2315 was forcibly attached. Maj-2315 was attached without pressing the center of the tip of maj-2315. The other part was pushed to make it wear. It was not securely attached to the tip.